Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the insulin pump suspended before low due to the difference in sensor glucose and blood glucose readings. The sensor glucose reading that triggered the suspend on low/suspend before low event was 78.00 mg/dl and the blood glucose reading associated with the triggered suspend event was 167.00 mg/dl. The difference in value between sensor glucose and blood glucose was 89.00, not within the target range. No harm to the customer requiring medical intervention reported. The sensor will not be returned for analysis.